Event description:
The patient had the enterra 2 device implanted in (B)(6) 2024. Been having some cumbersome problem with it. She is getting constant pulsating feeling. Patient complains of pulsating sensation (shocking); provider recommended the device be turned off. No further plans at this point; no further actions to be taken.

Manufacturer narrative:
Patient complaints of pulsating sensation (shocking); provider recommended the device be turned off. Surgeon performed laparoscopic procedure to insulate leads with omentun. Patient has not had shocking since then. No failure of explanted ipg found.